Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported a patient having a severe allergic reaction to their smartport plus to an angiodynamics clinical specialist (cs). The physician was inquiring about the materials in the port but was unable to provide the upn of the specific device. The cs briefly informed the physician that if the port was plastic - the material would be polysulfone and the port stem would be a titanium alloy but if she could obtain the part number from the patient card we could identify the specific model. The physician stated that the patient is working with an allergist. Despite multiple good faith effort requests, no further details have been obtained from the physician.

Manufacturer narrative:
The customer's reported complaint description of patient experienced an allergic reaction to the port implantation cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port or catheter tubing was returned for evaluation since there was no report of device malfunction. Doctor sent patient for allergy testing but no results were provided to angiodynamics, despite multiple good faith effort requests. A DHR review of the packaging/assembly lots could not be performed since there was no reported lot number or device upn. The dfu for this port kit does contraindicate its use for the presence of allergic reaction materials contained in the device and cautions that implant rejection/inflammation is a potential complication from this implantable device. Labeling review: the directions for use (dfu) item number 14600340-01 that is provided in the reported port kit contains the following statements: contraindications · presence or suspicion of allergic reaction to materials contained in this device. · demonstrated intolerance for an implanted device. Potential complications · allergic reaction a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).